Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, the customer noted that he was in the middle of a case and could not perform any trouble-shooting. Another call was made later when the customer explained that he adjusted the settings on the subject device and restored the image. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during a procedure while using a specific setting. Additional details relating to the patient and the event have been requested, but were unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. It is possible that the issue was caused by incorrect settings for the programmable input processor (pip). The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "according to ¿two screens display (pip and pop displays)¿ on page 259, confirm that the pip or pop indication can be performed correctly." Olympus will continue to monitor field performance for this device.